Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. There were no lots delivered during this time frame. The search was then extended to find the last delivered lot. The search did not yield any results. Therefore, a lot history review or a lot record review could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. A fresenius field service technician (fst) was called onsite, the machine was inspected and disinfected. No blood intrusion was detected. Machine functional tests were completed and passed onsite. Upon follow up, it was confirmed that fresenius dialyzer was used in treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) is unknown. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Event description:
A user facility reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. A fresenius field service technician (fst) was called onsite, the machine was inspected and disinfected. No blood intrusion was detected. Machine functional tests were completed and passed onsite. Upon follow up, it was confirmed that fresenius dialyzer was used in treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) is unknown. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.